Manufacturer narrative:
The pod was evaluated for damage and/or defects. The pod was tested for flow and fluid was observed exiting the distal tip of the cannula. This demonstrated the pod was not occluded internally. The data downloaded from the pod indicated that the device was activated and was delivering insulin. Further inspection revealed a slice in the wall of the cannula 0.29" from the distal end where fluid was observed leaking. It is not possible to determine the exact cause of the damage to the cannula. The user is instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. A review of the DHR for this lot does not show any abnormal events or trends from manufacturing and testing. The lot was found to have met all acceptance criteria.

Event description:
Customer's mother called in to report that her son was taken to the ER with elevated blood glucose levels. She sated that her son put on a new pod on at 10:30 am. At 5:30 pm he tested his blood sugar and it was 540. They were in the ER for about 3 hours, and lowered his eg by an insulin IV. She reported that he wore his pod in his stomach as he usually does and felt the cannula insert, but he though that movement or clothing knocked the cannula out of his skin during the day. No further information was reported. The device is being returned for evaluation.